Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02163, 1627487-2022-02165, 1627487-2022-02167, 1627487-2022-02168, and 1627487-2022-02169. It was reported the patient experienced an infection at the lead site. Surgical intervention took place wherein the system was explanted to address the issue. Patient was prescribed oral antibiotics.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. The patient received oral antibiotics and the infection has since been resolved. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection is yet to be substantiated.

Event description:
Additional information received indicates the infection has resolved.